Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported an abscess at the insertion site after wearing the sensor for four days. The site was red, swollen and hard so she went to the emergency room. The customer was put on antibiotics and treated by her doctor. Nothing further was reported.